Event description:
On (B)(6) 2025, the user called for assistance with a supply change using a contact detach infusion set. The user successfully completed the supply change and resumed insulin delivery. The lowest blood glucose (bg) recorded was 52 mg/dl. The user's blood glucose (bg) was corrected with a spoon of honey. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.